Manufacturer narrative:
H10: the biomed engineer (be) confirmed the central processing unit (cpu) was replaced and the issue resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed reporting the backup alarm on v60 ventilator was not working. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the issue was identified during a preventative maintenance (pm) evaluation. The be determined the central processing unit (cpu) required replacement and requested the part details for ordering purposes. The rse advised customer that cpu w/ rev 2.30 software is available and can be installed with 3.00 software upgrade. The customer acknowledged and no follow up needed. The part and price details were provided as requested. The investigation is ongoing.